Event description:
It was reported that the patient's right hip was revised due to trunnion deformation and head dissociation. The stem, head, and liner were revised to a restoration modular stem construct, femoral head, adm/ mdm poly insert, and mdm metal liner. Rep confirmed there are no allegations against the revised liner, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding wear & disassociation involving an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the lot number is unknown. Complaint history review: could not be performed as the lot number is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, and the primary/revision operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.